Event description:
During ICD check, a chest x-ray confirmed lead dislodgement. No threshold was obtained during device check. The lead was explanted and replaced when repositioning was unsuccessful.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The damage found was sustained during the surgical procedure.